Manufacturer narrative:
Upon receipt, communication could not be established between the device and the programmer due to the battery was depleted. Based on the default parameter settings, the device did not perform to the expected longevity. The device behaved normally during automated test equipment (ate) testing. The power consumption of the device was measured and found to be normal. The cause of the battery depletion is undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation of the device was not possible. Further information was requested but not yet available. The patient was in stable condition.

Event description:
Additional information received indicated the issue was resolved by explanting the device.